Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for failed back surgery syndrome and spinal pain. It was reported that the patient wanted the implant adjusted because a couple settings were not working properly and it was not helping starting around (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.